Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the procedure, two anchors broke continuously when the surgeon inserted them into the glenoid. The complaint devices were discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint devices were discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [7l04626] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that this was an arthroscopic bankart repair treating recurrent dislocation of the shoulder on (B)(6) 2021, it was observed that the gryphon p br ds anchor w/oc device broke upon insertion into the glenoid as per surgical technique. Another like device was used to complete the procedure without a delay reported. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and its first use when the issue occurred.